Event description:
Over the past several months, I have had numerous bouts of severe pain and burning in the vaginal area. I made 2 doctors visits to my general practitioner and one visit to a urogynecologist trying to get treatment and to determine the cause. After elimination of other possible causes and 3 antibiotic treatments which did not work, I finally realized it was being caused by something on or in the "new" poise pads. I have used poise pads for many years without a problem, but upon trying to research all of the possible changes to my environment which could be the cause, I discovered online that many others were having this same problem. I discontinued use of the pads and the problem cleared up. I have reported the problem to the company, but received no response to date.